Event description:
Patient states that on/off button keeps popping off during use. The patient stated that the button that goes off is on an adapter and turns itself off. The patient stated that she turns it back on, but it turns off again. There is an allegation of patient harm, as she is not getting her medication. She went to see her physician because her condition worsened because she didn't get her treatment.

Manufacturer narrative:
This complaint is believed to be an isolated incident and complaints of this nature will continue to be monitored and trended. The customer was called in an attempt to get the device back. Patient informed that she was very frustrated because her distributor would not replace the unit and that the unit in question was discarded. So serial information and device could not be retrieved.